Event description:
It was reported that after use of the dilatation balloon in the moderately tortuous, heavily calcified, mid left anterior descending artery, that deflation of the balloon was slow, requiring inflation and deflation of the balloon several times. The dilatation balloon was eventually able to be fully deflated was able to be retracted from the patient successfully. The procedure was completed by using a non-abbott device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc catheter noted blood visible on the distal shaft and dried contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The overall catheter length was measured and met manufacturing criteria. Using a new indeflator filled with a 1:1 mixture of gastrografin and water, an attempt was made to pressurize the balloon; however, fluid did not advance. The catheter was left pressurized in order to dissolve the contrast. The balloon was pressurized to the rated burst pressure (rbp) and the balloon inflated and held pressure. The deflation times were measured and met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower deflation. It is specified in the voyager nc coronary dilatation catheter instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It was noted that during functional testing, the balloon deflated flat each time. A flat balloon is not uncommon especially when deflated outside of the body and does not appear to have contributed to the reported difficulties. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. It is possible the reported deflation difficulties which may be attributed to the contrast mix ratio; however, this could not be confirmed and a conclusive cause could not be determined. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the lot history records indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency.